Manufacturer narrative:
(B)(4).

Event description:
Procedure: sigmoidectomy. According to the reporter: after firing, the surgeon rotated the wing nut to remove the device but it would not be pulled back. They cut the anastomosis area and disconnected the anvil. The anvil was removed by cutting oral side colon. The operation was converted to hartmann's operation. The continued to create an ileostomy. There was unanticipated tissue loss. There was an extension of operating time greater than 30 minutes. There was no bleeding of over 500cc. There was no reinforcement material used.

Manufacturer narrative:
(B)(4).